Manufacturer narrative:
Although the wound was noted as bleeding prior to v.a.c. Therapy being prescribed and based on the reported facts, v.a.c. Therapy did not cause or contribute to the bleeding, kci is filling because of possible use error in applying with active bleeding present. Device labeling, available in print and online, states: with or without using v.a.c. Therapy, certain patients are at high risk of bleeding complications. The following types of patients are at increased risk of bleeding, which, if uncontrolled, could be potentially fatal. Patients who have weakened or friable blood vessels or organs in or around the wound as a result of, but not limited to: suturing of the blood vessel (native anastamoses or grafts) /organ, infection, trauma, radiation, patients without adequate wound hemostasis, patients who have been administered anticoagulants or platelet aggregation inhibitors, patients who do not have adequate tissue coverage over vascular structures. Device labeling, available in print and online, states: if v.a.c. Therapy is prescribed for patients who have an increased risk of bleeding complications, they should be treated and monitored in a care setting deemed appropriate by the treating physician. If active bleeding develops suddenly or in large amounts during v.a.c. Therapy, or if frank (bright red) blood is seen in the tubing or in the canister, immediately stop v.a.c. Therapy, leave dressing in place, take measures to stop the bleeding, and seek immediate medical assistance. The v.a.c. Therapy units and dressings should not be used to prevent, minimize or stop vascular bleeding. If dressing adheres to wound, consider introducing sterile water or normal saline into the dressing, waiting 15-30 minutes, then gently removing the dressing from the wound. Consider placing a single layer, wide-meshed, non-adherent material prior to placement of the v.a.c. Foam dressing. Always ensure that v.a.c. Foam dressings do not come in direct contact with vessels or organs. Use of a thick layer of natural tissue should provide the most effective protection. If a thick layer of natural tissue is not available or is not surgically possible, multiple layers of fine-meshed, non-adherent material, or bioengineered tissue may be considered as an alternative, if deemed by the treating physician to provided a complete protective barrier. If using non-adherent materials, ensure that they are secured in a manner as to maintain their protective position throughout therapy. Consideration should also be given to the negative pressure setting and therapy mode used when initiating therapy. Caution should be taken when treating large wounds that may contain hidden vessels, which may not be readily apparent. The patient should be closely monitored for bleeding in a care setting deemed appropriate by the treating physician.

Event description:
The following was reported to kci by the nurse on (B)(6) 2011: the patient presented with a right anterior foot wound with bleeding. On (B)(6) 2011, the wound was debrided at the wound care center and v.a.c. Therapy was initiated. The patient then moved to the (B)(4) nursing facility with a pressure dressing in place. It was observed that bleeding was seeping through the pressure dressing. The nurse sent the patient back to the hospital where the patient received two units of blood. Upon discharge from the hospital, the patient was sent back to the (B)(4) nursing facility where the patient was still actively bleeding with v.a.c. Therapy in place. Additional information received on (B)(6) 2011, the wound care center nurse reported that the patient was admitted to the hospital for two days after the first bleeding incident. On an unknown date, v.a.c. Therapy was discontinued for an unknown period of time. The wound was sutured in order to relieve the bleeding after the second bleeding incident. On (B)(6) 2011, v.a.c. Therapy resumed.